Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-19, information was received from a physician via a company representative regarding a (B)(6), male patient who was receiving lioresal ¿2000mcg¿ at ¿411.9 mcg¿ (lot number unknown) via an implantable pump for intractable spasticity and a head/brain injury. The patient¿s medical history and concomitant medications were unknown. On (B)(6) 2016, the physician could not aspirate the catheter during surgery. The physician replaced the catheter. No patient symptoms were reported. The cause of the event was unknown. As of (B)(6) 2016, the issue was resolved. The patient¿s status was reported as ¿alive ¿ no injury.¿

Manufacturer narrative:
Analysis of the pump found overinfusion-undetermined root cause. The pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). (B)(4).

Event description:
Additional information was received from a healthcare professional. The cause for the surgery was a normal replacement of the pump. The reason for removal of the pump was indicated as normal battery depletion. The device was returned for disposal only.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Analysis has been completed. Long term testing of the pump found over-infusion with an undetermined root cause. No new or additional anomalies were found during destructive analysis. Conclusion code no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.